Event description:
It was reported that when the patient presented to the clinic for follow-up, the device was found to be in backup vvi mode with high voltage therapy disabled. The cause of the backup was due to an MRI scan without the device being programmed into an MRI mode. The device was successfully restored and programmed to its previous programmed settings. No patient symptoms were reported.